Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was unable to confirm the reported allegation related to a connector break; however, product analysis confirmed a cylinder malfunction. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 cylinder was visually inspected, leak tested and examined using a microscope. The connector was not return for analysis. The cylinder had wear at folds in the cylinder body. The cylinder had excess air between the inner and outer tubes when inflated with syringe and bulging was present. The cylinder had a hole with broken fabric threads in the proximal cylinder body to the rear cylinder tip that was the result of wear at a fold and a leak was present. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis was unable to confirm the reported allegation related to a connector break; however, product analysis confirmed a cylinder malfunction. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen due to the conclusion that the identified fluid leak was the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due the right cylinder connector was cracked. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due the right cylinder connector was cracked. Following the surgery, the patient was stable, improved and the event resolved.